Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source experience b30 communication error endoscope. The issue was found during set up before patient in room. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3,h4,h6,h11. The device was not returned to olympus for inspection, but a field service engineer evaluated the device on site and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connection socket needed to be replaced. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 communication error due to connection socket needed to be replaced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.